Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that insulin pump was not turning on. It was reported that insulin pump had beeped that "battery was no good". Customer's blood glucose was unknown. Customer installed new battery but display screen remained blank. Customer was advised that insulin pump would be replaced.